Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.5-13.2cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.